Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking extension leg of a dialysis catheter was confirmed but the cause could not be determined. The sample returned for evaluation was one photograph of a 20cm niagara slim cath dialysis catheter. Pictured in the photograph were the extension legs and bifurcation of the catheter. Also pictured in the photograph was the blue-luered extension leg being infused with a yellowish-brown colored liquid. Two pinhole leaks were observed in this extension leg, appearing to be circumferentially opposite each other. Although leaks were observed in the photograph, the cause of these leaks could not be determined without examination of the physical sample. Given that the leaks were circumferentially opposite each other and also given the short indwell time, it is possible the leaks resulted from damage caused by a sharp instrument, such as a needle. A lot history review (lhr) of reyi2222 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported by nurse that the patient had the implantation of hemodialysis catheter on (B)(6). During the use, the extension tube at the artery end of the catheter was found leaking. Immediately changed the catheter for the patient to use.